Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit ø2.8 w/scal l200/100 3flute f/ (p/n: 324.214, lot number: 42p7172) was received at us cq. Upon visual inspection of the complaint device, it was observed that the shaft of the drill bit was bent. Reported condition of broken could not be confirmed as there are no signs of breakage observed on the device. No other issues were noted with the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the drill bit ø2.8 w/scal l200/100 3flute f/ (p/n: 324.214, lot number: 42p7172) as the shaft of the drill bit was bent. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 324.214, lot: 42p7172, manufacturing site: bettlach, release to warehouse date: 20 february 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> part: 324.214. Lot: 42p7172. Manufacturing site: bettlach. Release to warehouse date: 20 february 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a proximal tibial osteosynthesis procedure on (B)(6), 2021, a 2.8mm percutaneous drill bit split in the middle of the hole and a 3.5mm threaded stardrive screw was in poor condition and was not used in surgery. No broken fragment retained in the patient. The procedure was completed successfully with no other medical intervention required. This report is for one (1) 2.8mm percutaneous drill bit f/lcp® pl qc/200mm/100mm calib. This is report 1 of 2 for complaint (B)(4).